Manufacturer narrative:
Product complaint # : (B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch report: b4, g3, g6, h2, h3, h6 and h11. A non-sterile EU 4.5x22mm stent 12 mm dw intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed and the distal end of the delivery wire was broken causing the stent component to disengage from the rest of the delivery wire. Microscopic inspection showed no damages on the stent component. The broken section of the delivery wire showed signs of attempts to advance and retract the stent, as the broken end were looped. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being separated from the delivery wire was confirmed based on the broken condition of the delivery wire. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. The damaged condition of the delivery wire suggest that it was inadvertently moved during the attempts to advance or retract the stent from the introducer, where push/pull force was applied sufficiently to break the distal end of the delivery wire resulting in the stent component being unable to advance further. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following caution and recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d1, g3, g6, h2, h3, h6 and h11. Corrected: d1. Brand name: cerenovus enterprise. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw intracranial stent (enc452212, 8697629) was released automatically in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) during its delivery. The stent body was found to be separated prematurely from delivery wire. The physician removed the microcatheter (mc) and stent from patient and replaced the EU 4.5x22mm stent with a new stent. The same microcatheter was used to complete the procedure. The surgery was prolonged about 10 minutes. No patient injury was reported. No additional information was available. The device was not returned for analysis; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. ¿ withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. ¿ withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw intracranial stent (enc452212, 8697629) was released automatically in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) during its delivery. The stent body was found to be separated prematurely from delivery wire. The physician removed the microcatheter (mc) and stent from patient and replaced the EU 4.5x22mm stent with a new stent. The same microcatheter was used to complete the procedure. The surgery was prolonged about 10 minutes. No patient injury was reported.